Event description:
Reporter indicated that a pt would vomit and cough with stimulation and has taped the magnet over the device at night to resolve the issue. The issues began to occur after the pt's settings were increased. The pt would cough which would lead to vomiting. The pt has a history of acid reflux and has cerebral palsy. The pt's settings were decreased and then the device was programmed off. The pt's device will be programmed back on at a later date to lower settings.